Event description:
It was reported that a tim20 was used during a thyroid procedure. It was reported by the affiliate that the clip would not hold on to tissue (would not close) there was no consequence to patient.